Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The inspection showed that the pre-use check failed the internal leakage, pressure transducer test, safety valve test, o2 cell/sensor test and flow transducer test. The defective part was located to the nozzle unit in the o2 gas module and the reported issue was resolved by replacing it. After the replacement, the ventilator passed the pre-use check and no abnormal found during ventilation on a test lung. The device logs were not provided. Our conclusion is that the replaced nozzle unit was the cause of the failure. However, the root cause of why the part failed has not been established as it was scrapped on site and not returned for investigation.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).